Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 "blower temperature high" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that a blower temperature high alarm error occurred. The customer was unable to power up the device in diagnostic mode. The remote service engineer (rse) explained to the customer to open up the user interface (ui) printed circuit board assembly (pcba) and check the cable from the ui pcba to the switch pcba-- if that solves the issue of getting into diagnostic mode, the customer can check the significant log to see that a 1122 error code is logged for high blower temperature alarm error. The customer opened up the ui pcba and noticed that the cable was disconnected. After securely connecting the cable between the ui pcba and switch pcba, the customer was able to get into diagnostic mode. The customer planned to perform testing and run the device for many hours to see if the high blower temperature error can be duplicated. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 04nov2024, 26nov2024, and 19dec2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.